Event description:
The customer reported that there was a loss of motorized movements. When the motorized movements are completely down, the cranial and caudal movements are not available. This is critical for the type of imaging the motorized c-arm was designed for. The system would be effectively unusable. There was no report of injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the power motor relay board. The system operates as intended.